Event description:
Complainant alleged that while attempting to ready the device for patient use (age & gender unknown), the device displayed a "self check failure - 1003" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation and review of the device logs showed messages indicating that the device failed self test. The device passed all testing including full functional testing without duplicating a device fault. The manifold assembly and o2 inlet fitting were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ready the device for patient use (age & gender unknown), the device displayed "runtime calibration failure - 1051" and "compressor failure -1001" error messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.